Manufacturer narrative:
(B)(4). Concomitant medical products: 110024465, g7 dual mobility liner 46mm g, 015510. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure while inserting the liner into the shell the inserter ring did not release from the liner. As a result, the liner became deformed when being removed from the shell. The surgery was finished with a backup product. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the ring exhibits fracture. Due to the condition of the device, no further analysis was performed. It was reported that liner was deformed during removal from the shell as the ring was unable to disengage from the liner. The ring fracture likely occurred during removal of the liner from the shell. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.